Manufacturer narrative:
Device evaluation indicated that the returned navlock tracker is locked up with a long driver. Not able to separate the two instruments to evaluate the tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a guidance device being used outside of a procedure. It was reported that the black navlock was damaged and stuck to the long mas driver. No patient was present. There were no additional complications reported or anticipated as a result of the event.